Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot and a cracked display window.

Event description:
Customer reported the having issues with the insulin pump. Customer's blood glucose was 245 mg/dl, has not treated. Troubleshooting was performed. Customer was not connected to the device. Customer reported the insulin was squirting out during manual prime. The device alarmed during manual prime during troubleshooting. Customer did not drop or bump the device prior to the alarm. Customer stated the drive support cap was sticking out and he did not press it. Customer was advised to discontinue use of the device and revert to back up plan. Customer did not have a back up plan stated he will contact doctor. Customer also stated he pressed the drive support cap, the device started to work, and was aware. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.